Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt 801 and pt 802 has recorded faults in the event log but only pt 8-1 failed calibration. A/d count of pt 802 drifted on 3cmhco. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.